Event description:
It was reported the patient was treated with antibiotics (date and duration not reported).

Manufacturer narrative:
This report is submitted on 8 january 2020.

Manufacturer narrative:
This report is submitted on 10 december 2019.

Event description:
Per the patient's surgeon, the patient had an infection surrounding abutment site, subsequently the site was cleaned. The patient will continue to be clinically managed.